Event description:
Customer called to report a doctor's visit for high blood glucose and having trouble using the insulin pump. Customer returned from the doctor's office and blood glucose reading was up to 500 mg/dl. Customer had signs of high blood glucose; dry mouth, hard to breathe and heart palpitations. The blood glucose reading was 145 mg/dl before going to see the doctor. Troubleshooting found the insulin pump to be working as designed. Time and date settings were found to be set incorrectly. Customer requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.